Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that during deployment, while the physician was shuttling the sealant down, the shuttle handle would not travel down through the sheath. The device was removed and the patient was converted to 12 minutes of manual compression in which time hemostasis was achieved. The patient was ambulated and discharged to home on (B)(6) 2012 with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device showed the shuttle cartridge was disengaged from the handle with the distal end of the shuttle cartridge flush with the introducer sheath. The condition of the device suggests that the user may had difficulty shuttling the sealant down through the sheath. The deployment jam was confirmed. Based on the information received and the investigation performed, the root cause of the device deployment jam could not be conclusively determined. The review of the lhr (lot f1221508) indicated that the device lot met all established performance criteria prior to shipment.